Event description:
This was a left-sided lead extraction procedure to remove one non-functional rv ICD lead (mdt 6947, implanted 144 months). The lead was prepped with an lld and a 16f glidelight was used to lase. After advancing the laser sheath to the svc, the patient's blood pressure dropped as the laser progressed to the low svc. Tee showed no significant pericardial effusion at that time. The cardiac surgeon was immediately notified and a sternotomy was performed. During the sternotomy, 3l of blood were found in the right pleural space and an svc tear was discovered. Unfortunately, the patient was not able to be resuscitated and subsequently expired.